Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent an uncomplicated vaginal hysterectomy of the cervix and laparoscopic removal of her ovaries bilaterally. There were no lysis of adhesions or dissection near her bowel or intestines. The ligasure blunt tip device was the only cautery device used during the case, only used to remove her ovaries. The remainder of the case was done vaginally. At no time was the ligasure activated or used near her bowel. There were no right sided pelvic trocars placed. On post op day 15, patient was presented to the emergency room with bloody stools, fevers, and abdominal pain. She was found to be septic. After testing, she was found to have multiple abscesses, peritonitis and was taken to the operating room for exploratory laparotomy, resection of the terminal ileum and partial cecum for multiple pelvic abscesses and what was presumed to be a small bowel injury from cautery from her hysterectomy, cautery injury was suspected due to delayed presentation.